Manufacturer narrative:
The report of suspected pump thrombosis could not be confirmed as the pump was not returned for evaluation. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 9 months. The device will not be returning for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient expired on (B)(6) 2016 secondary to pump thrombosis and subsequent heart failure. It was reported that the patient was not a candidate for pump replacement. No additional information was provided.